Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced kinked tubing event on (B)(6)2024. The blood glucose level was high and the patient was treated via correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR(B)(4) - device 1 of 2